Manufacturer narrative:
Other, other text: additional information: h6, h10: picture analysis: three pictures were received and in pictures 1 and 3 no damage was noted. In picture 2, damage was observed on the bag in the area join with the tube of the bag. Per pictures provided the failure mode it is confirmed. Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition. The sample was visually inspected, and no damage was noted. Leak testing on the unit received was performed to detect leaks in the product. The sample unit was rejected by the leak test equipment. It is confirmed the failure mode reported. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Information was received that during use of the product (a medication cassette) with a cadd legacy pca pump, the customer noticed medical fluid was leaking from the product. No patient injury.